Event description:
It was reported that during a routine device check, it was noted that a polarity switch was triggered for the right atrial (ra) lead. By looking at the trending data, it was noted that there were 200 counts of low impedance. The polarity switch was assumed to have been triggered by damage to the insulation of the lead. In addition, oversensing noise was induced when the patient raised their arm on the device side. Testing was performed in the unipolar configuration, in which noise was induced when the patient pressed their hands in front of their chest. Oversensing of myopotentials were also observed. The physician therefore compared these with the level of noise induced by raising the patient's arm while in bipolar configuration. The physician decided to configure sensing in bipolar and pacing in unipolar. X-ray photos were taken and according to the photo in which the arm was not raised, it seemed there was a slightly acute-angled curve at the lead sleeve. According to the photo in which the arm was raised, it seemed the device had been shifted to the inside along with the lead, and that had made the curve at the sleeve become more acute-angled. This angle was assumed to have been the cause of the damage to the lead insulation. The ra lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-58, lead, implanted: (B)(6) 2011. (B)(4).